Event description:
It was reported to boston scientific corporation that a mantis clip was used in the stomach to treat pyloric disfunction during a gastric peroral endoscopic myotomy (g-poem) procedure performed on an unknown date. During the procedure, the clip was unable to deploy off the catheter and was eventually ripped off the tissue. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to january 01, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter. Block h11: investigation results visual analysis of the returned device revealed that the device was missing the clip assembly and had a detached catheter with a kinked control wire. The reported event of clip failure to release from the catheter resulted in tissue damage and minor injury/illness/impairment. The risk review confirmed that these events are documented in the risk analysis, supporting an acceptable risk-benefit for the product. The labeling review indicated that the IFU contains detailed device information and instructions for use, with anticipated adverse events such as tissue damage and minor injury/illness/impairment documented. There was no evidence of improper use or issues with the IFU/labeling. Based on all available information, the most probable cause of the event is an adverse event related to the procedure, and no further escalation is required at this time.

Manufacturer narrative:
Block b3: approximated to january 01, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the stomach to treat pyloric dysfunction during a gastric peroral endoscopic myotomy (g-poem) procedure performed on an unknown date. During the procedure, the clip was unable to deploy off the catheter and was eventually ripped off the tissue. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.